Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The returned items were a catheter, a stent, and a competitor's guiding sheath. Visual inspection of the catheter (unaided eye, microscope, electron microscope, and x -ray device): no deformation or abrasion was found on the stent sheath. No deformation was found in the inner shaft (stent-mounting position). The release wire fixing part had not been detached or loosened. No bend or other damage was found in the intermediate shaft or the proximal shaft. The release wires were not kinked. The proximal area of the distal tip section had been roughened. The proximal area of the distal tip section had abrasions toward the distal end and marks inferring that the stent struts had come into contact. The release wire had been spooled around the thumb wheel housed inside the handle. No anomaly was found. Visual inspection of the stent (unaided eye, microscope, electron microscope, and x -ray device): the total length was approximately 120 mm, and the stent struts were found to have been extended. One end had been fractured. The specified length of the product is 80 mm in length, with 5 struts in the longitudinal direction corresponding to approximately 12 mm. As the actual stent sample was confirmed to have 32 struts, the length at the normal state was thought to be approximately 77 mm, therefore approximately 3 mm was thought to be missing. A dimple pattern (a pattern observed when a fatigue fracture occurs) was observed on the fracture surface of the stent struts, and a radial pattern was observed extending from the inner-curve side to the outer-curve side of the peaks of struts. The fractures had occurred at the peaks of struts. Visual inspection of the competitor's guiding sheath (unaided eye, microscope, electron microscope, and x -ray device): the distal end had been deformed. No deformity was found on the other part of the shaft section. There were scratches on the distal end and marks inferring that the stent struts had come into contact. There was no anomaly in the lumen such as a blockage. From the above, it was inferred that the deformation at the distal end occurred when it got caught on the deployed stent strut. Function confirmation of the actual sample: outer diameter of the stent sheath of the catheter: it met the factory's specifications. No anomaly was found. Wall thickness of stent strut (near the fracture): it met the factory's specifications. No anomaly was found. Simulation test: [test systems I and ii] in the simulated blood vessel of lower extremity model, an ipsilateral retrograde approach was performed with a factory-retained destination (6fr. 45cm). Then, a factory-retained misago (8×80mm) was inserted into the destination. The position of misago stent was adjusted so that approximately one-third of the stent-mounted section relative to the total length of the stent (80 mm), which is approximately 26 mm, was located inside the destination. [I. Misago delivery catheter was removed while the destination was grasped] the stent was released over its entire length, after which an attempt was made to remove the catheter. (A) during removal, the distal tip section became pinched and stuck by the stent deployed inside the distal end of destination. (B) when the catheter was removed under resistance, though the distal tip section entered the destination, the stent began to stretch. (C) when the catheter was further removed with strong force under resistance, the destination began to move toward the proximal side, and the deployed stent was further stretched inside the simulated vessel. (D) the deployed stent also moved toward the proximal side along with destination and came out of the body with the stent hooked on the distal end of the destination. (E) when the stent was grasped and pulled from inside the destination, the stent stretched and then fractured. All the fractures were located at the peaks of the struts. (F) when the fracture surface of the stent strut was examined under an electron microscope, a dimple pattern (a pattern observed when a fatigue fracture occurs) and a radial pattern extending from the inner-curve side to the outer-curve side of the peaks of the struts were observed. (G) the distal tip section was rough and traces where the stent struts had come into contact were observed. (F), (g) and (h) were considered to be similar to the state of the actual samples. [Ii. Destination was removed while misago delivery catheter was grasped] in the same test system as the test I, when the destination was pulled after the stent was released over the full length, the stent located inside self-expanded, and was deployed successfully without stretching or breaking. [Test system iii] in the simulated blood vessel of lower extremity model, an ipsilateral retrograde approach was performed with the competitor's guiding sheath (parent select). Then, a factory-retained misago (8×100 mm) was inserted into the competitor's guiding sheath. The position of misago stent was adjusted so that approximately one-third of the stent of approx. 100 mm, which was approximately 33 mm of the stent-mounted area, was located inside the actual guiding sheath made by another company. [Iii. The competitor's guiding sheath was removed while misago was grasped] when the competitor's guiding sheath was pulled after the full length of the stent was released, the stent located inside self-expanded, and was deployed successfully without stretching or breaking. Based on the investigation result, it was inferred that: when the actual stent was deployed, approximately one-third of the proximal part was deployed inside the competitor's guiding sheath. When an attempt was made to remove the actual catheter in the state described above, the situation replicated in the simulation test I occurred, and the distal tip section of the catheter was pinched and stuck between the stent that had been deployed inside the competitor's guiding sheath. As the catheter was continued to be removed in the state of above, the stent that had been deployed within the blood vessel stretched and then began to move toward the proximal side, and due to the sticking state described in above, the stent became caught on the distal end of the guiding sheath and was removed from the patient. When the stent was pulled and removed from the guiding sheath outside the patient, it was fractured. Relevant instructions for use (IFU) reference: "ensure that the stent is not positioned within the introducer sheath, guiding sheath, or guiding catheter. (Deploying the stent within the introducer sheath, guiding sheath, or guiding catheter may deform the stent or damage the delivery catheter.)".

Manufacturer narrative:
D4: UDI: n/a, as this product code is not exported to the us market. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the involved misago was implanted, one third part of misago was placed inside a guiding sheath (parent 5082), therefore misago could not be released completely. When they tried to pull out the misago catheter after having rotated the thumb wheel completely, it stopped moving. When the catheter was attempted to be removed, the guiding sheath also came out. At that time, the stent was also removed from the patient. It was reapproached from the upper arm, and the misago was implanted successfully, and the procedure was successful. There was no health hazardous event. When examining the actual sample and the combined device revealed that the stent was fractured, and the fractured piece was not inside the combined device and missing. Therefore, the possibility of it remaining inside the patient cannot be denied and there was possible residue in patient. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.